Event description:
Note: this is one of two events that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-00611. It was reported to boston scientific corp. That a spyscope access & delivery catheter was used during a spyglass procedure performed in 2009 . According to the complainant, all appropriate preparation guidelines were followed during the initial setup of the spyprobe optic fiber and spyscope access & delivery catheter. Once complete, the system was introduced into the patient; however, the user indicated difficulties were encountered advancing and retrieving the fiber through the delivery catheter. The fiber was lodged within the delivery catheter. After several failed attempts to push and retrieve the optic fiber, the fiber and delivery catheter were withdrawn from the scope as a unit. The user noted that the optic fiber was retrieved from the delivery catheter through the use of excessive force after it was removed from the scope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.